Event description:
Caller reported experiencing a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Caller successfully resolved the issue by reloading the same cartridge onto the pump, enabling the resumption of insulin delivery.